Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to insert a cat6 into a non-penumbra sheath, the physician experienced resistance and subsequently, the cat6 became kinked approximately two centimeters from its tip. Therefore, the physician removed the cat6 and then used a non-penumbra balloon catheter to treat the patient with angioplasty and tissue plasminogen activator (tpa). There was no report of an adverse effect to the patient.